Manufacturer narrative:
All medwatch submissions related to this report are: 3003639970-2021-00096, 3003639970-2021-00097, 3003639970-2021-00099, and 3003639970-2021-00100. Analysis and results: the reference is unknown. Possible references distributed in algeria with the batch number 119117: (B)(6) (novosyn violet 2/0 (3) 70cm ds24), (B)(6) (novosyn violet 3/0 (2) 70cm hr26). There are no previous complaints of any of these two possible references-batch. We manufactured and distributed in the market 6,120 units of the reference-batch c0068236-119117 and 11,916 units of the reference-batch c0068041-119117. There are no units in stock of any of them. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, these products had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: without samples or more information, we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
The product reference involved is not known. Possible model and catalog numbers: c0068041 (brand name: novosyn violet 3/0 (2) 70cm hr26). C0068236 (brand name: novosyn violet 2/0 (3) 70cm ds24). If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn sutures. The client reported that a poor quality of nosovyn suture, showing brittleness when making surgical knots. All medwatch submissions related to this report are: 3003639970-2021-00096. 3003639970-2021-00097. 3003639970-2021-00099. 3003639970-2021-00100. No more information has been provided.